Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2015, product type: programmer, patient. Product ID: 3093-28, lot# va0qnrn, product type: lead. Product ID: 3093-28, lot# va0qnrn, product type: lead.

Event description:
The consumer reported that the programmer went through batteries "very quickly" since implant. In (B)(6) 2015, the patient experienced a loss of therapy and overstimulation. The patient noted having to go to restroom a lot more than in the past, including incontinence, but it was not as effective at night. Settings were increased on program 1 with no change. Program 2 had a different feeling and in the testicles. The patient reportedly had increased it to the point of being aggravating, so he decreased it to a comfortable level. The patient believe it was "sometimes in his mind because he will go to the bathroom but only an ounce." Additional information received from the consumer reported that nothing was done regarding the programmer batteries but an appointment was set up with their healthcare provider (hcp) as their device did not "seem to be working at night." The indications for use included urinary dysfunction and gastrointestinal/pelvic floor. Additional information from the consumer reported that he had a programming session with his nurse practitioner (np). The ins had not been working correctly and the np told him she thought there was a problem with the wires. The patient was very upset as the therapy had never been as good as the trial. He was going to the bathroom a lot. They gave him some medicine to calm his bladder but it did not work; most of his problems were at night. It was noted again that the programmer ate lots of batteries.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.